Event description:
It was stated "distal tip of inserter broke off."

Manufacturer narrative:
The installer was not returned, therefore it is not possible to determine what was the failure mode resulting in the event. However, based on the description and additional information provided, it is hypothesized excessive impaction force was applied to the installer during use, potentially resulting in a torsional or off-axis asymmetric load (rocking or toggling) being applied to the distal tip of the installer, this may have led to a mechancial fracture of the tang. As expandable spacer installers are not designed to withstand excessive torsional or off-axis loads, an insertion force applied at an angle could have caused the failure are the distal tip.